Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the staff stated the posterior pad had no gel on it. The gel was stuck to the packaging. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental report is reporting the evaluation of the device and correcting information submitted on the initial report. Please reference section d2. The product was returned to zoll medical corporation for evaluation. The customer reported that the posterior onestep basic electrode pad appeared to have no gel, with the gel adhered to the inside of the packaging. Evaluation of the returned electrodes (lot #2825a) confirmed that the styrene liners were not present and the posterior pad gel was bunched in the center of the pad and adhered to the packaging. Visual inspection found no damage to the pad assembly. Because the electrodes were returned in used condition, the cause and timing of the gel displacement could not be determined. Continuity testing from the connector to the tins passed successfully, confirming electrical integrity. The electrodes were subsequently scrapped following evaluation. Analysis of reports of this type has not identified an increase in trend.